Event description:
During the procedure two retrievers were used for a right middle cerebral artery occlusion (rmca). It was reported that post procedure a subarachnoid hemorrhage (sah) was confirmed around the cerebral base. For five days post procedure spinal drainage was performed to reduce the intracranial pressure. The physician stated that the sah may have been caused by damage to the perforator vessel.

Manufacturer narrative:
The subject device was not returned; therefore, physical analysis cannot be performed. However, patient hemmorrhage is noted as potential complication associated with such procedures in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Manufacturer narrative:
Device was disposed.

Event description:
During the procedure two retrievers were used for a right middle cerebral artery occlusion (rmca). It was reported that post procedure a subarachnoid hemorrhage (sah) was confirmed around the cerebral base. For five days post procedure spinal drainage was performed to reduce the intracranial pressure. The physician stated that the sah may have been caused by damage to the perforator vessel.